Manufacturer narrative:
Extension model 3708340 serial# (B)(4) implanted: (B)(6) 2007 explanted: unknown; accessory model 37752 serial# (B)(4); programmer model 37742 serial# (B)(4); lead model 3487a-33 lot# v028160 implanted: (B)(6) 2007 explanted: unknown.

Event description:
It was reported that impedances above 3,600 ohms were seen. When the program was set to 3.0 volts, 90 microseconds and 100 hertz the current for group impedances was less than 0.065 ma. When amplitude was increased to 6.0 volts current was less than 0.130 ma. When amplitude was increased to 9.0 volts current was less than 0.196 ma. An open circuit was suspected, and when stimulation was turned on the patient did not experience stimulation sensation. There was no known accident or incident related to this complaint. It was reported that the patient turned stimulation off approximately two weeks ago before going to bed, and when they turned stimulation on the next day there was no sensation. Additional information has been requested, but was not available as of the date of this report.